Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Patient reported right side "hardening of the breast","feeling severe pain","(suspected right capsular contracture baker grade iii), and "with radial folds (accommodation folds)." Healthcare professional later reported "grade iii capsular contracture" and "a small amount of intracapsular fluid." Device remains implanted.